Event description:
Allegedly the patient had an infection of the left hip wound and left hip implant requiring multiple irrigation and debridements (left).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00155, -00156, -00157, -00158, -00159, -00161. This report will be updated when investigation is complete. Trends will be evaluated.